Event description:
On (B)(6) 2012 during a vns patient's surgery, when the new generator was interrogated the programming handheld's screen froze after successful interrogation screen. The screen stayed frozen for about 3 minutes with no interaction possible. A hard reset was performed and they managed to re-interrogate the generator successfully.